Event description:
Benign hysterectomy with numerous adhesions - "on (B)(6) 2013, doctor "(B)(6) informed isi csr (B)(6) that during the procedure last (B)(6) 2013 while inserting a disposable applied medical trocar, bowel got perforated with the trocar. Doctor thought that the bowel got perforated due to severe adhesion. Doctor "(B)(6) and first assistant "(B)(6) stated that it was not due to the da vinci system."

Manufacturer narrative:
No product is being returned for evaluation, but lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.